Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed to sense a ventricular event, leading to inappropriate pacing on a t wave, which resulted in the patient experiencing ventricular tachycardia and ventricular fibrillation. The patient was resuscitated, using an external defibrillator. It was noted that the epg was set to 60 beats per minute, but ventricular sensitivity value was not provided. The status of the epg is unknown. No further patient complications have been reported as a result of this event.